Event description:
On (B)(6) 2013, the pt underwent a permanent implant procedure. During the procedure, invalid impedances were found. The lead was tested multiple times to no avail. As a result, another lead was used and resolved the issue. The procedure ws extended by 15 minutes.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.